Event description:
Procedure type: wedge resection. According to the reporter: no problem was found on the staple lines and by the leak test after firing. However, after closing the incision, air leak was detected with sending air. It was found that the pleura was torn along the first staple line. The part was sutured manually and reinforced with tachocomb and neoveil. There was no bleeding reported in excess of 250cc. The case was extended by more than 30 minutes. There was no unanticipated tissue loss.

Manufacturer narrative:
(B)(4).